Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). Loss of stimulation was also noted. The patient underwent an ipg replace procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.